Event description:
Procedure: colon resection. According to the reporter: the surgeon had a leak following use of an eea for treatment of diverticulitis with a near obstructive lesion at the upper rectum on (B)(6) 2013. Bowel prep was performed prior to the elective procedure. Intra-operatively, a leak test was performed and all was well and he had two complete donuts after firing. On (B)(6) 2013, a leak was detected. A hole in the eea staple line with stool in the abdomen was observed at re-operation. This was addressed with a temporary colostomy with a second procedure. The patient later died of sepsis as a result of surgery. Care withdrawn. The device was disposed of at the user facility. No reinforcement material used. The product lot number is not available from the user facility.

Manufacturer narrative:
(B)(4).